Manufacturer narrative:
Trackwise# (B)(4). The device was returned to the factory for evaluation on 06apr2021. An investigation was conducted on 10may2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the jaws. The heater wire was observed to be slightly flexed away at the center of the hot jaw due to clinical use, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU cv000008979) with a reference cable and reference power supply vh-3010 at level 2.5. The device did not pass the pre-cautery test; it didn't produce any visible steam. The device did not activate, and transection of tissue five (5) times could not be performed. An engineering evaluation was conducted that identified the root cause of the "failure to deliver energy". The hemopro power supply immediately started, making an audible beeping sound. The jaws did not heat up and the power supply continued making an audible beeping sound. Handle was opened and was inspected. The white insulated wire that runs from the poly-fuse to the heating element in the jaws of the tool was positioned underneath the normally open (n.o.) Terminal of the switch. It was observed that the sharp ends of the wires welded to the n.o. Terminal were penetrated the white silicone insulation had made contact with the metal wire underneath the insulation, which resulted in electrical short. A training was conducted for the assemblers to be how to avoid shorting the device. Based on the returned condition of the device and the evaluation results, the reported complaint for failure "failure to deliver energy" was confirmed. The lot # 25156270 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not cut, no energy came from the cutter. Power supply didn't beep and jaws didn't heat up. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not cut, no energy came from the cutter. Power supply didn't beep and jaws didn't heat up. A replacement device was used to complete the procedure. The hospital did not report any patient effects.